Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, adverse outcome, injury, or delay. It was also noted that no fragments fell into the patient's anatomy and patient demographics could not be disclosed.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported issue could not be replicated. The instrument was tested on an in-house system where it passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions and the grip tips opened and closed properly. The instrument also passed the grip and bumper test and was fully functional. Additionally, the instrument was found to have a lodged component between the grip cable and the force amplification pulley.. An image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde) and it was noted that the lodged material appeared to be a piece of suture consistent with the needle driver used during the procedure per the logs.

Event description:
Refer to h11 for follow-up information.